Event description:
It was reported that the patient was having pain and irritation at the implantable pulse generator (ipg) battery site. The physician does not believe that the infection was device or procedure related, and the cause was unknown. The patient underwent a spinal cord stimulation (scs) explant procedure and was administered with antibiotics. The patient was doing well postoperatively. The explanted device components will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads upn: m365sc8336700 model: sc-8336-70 serial: (B)(6). Batch: 7076806 UDI: (B)(4).